Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (can comm timeouts) was confirmed. Upon eval the trunk cable connector was severed and wires were exposed. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
After reviewing download data of a (B)(6) female pt, zoll customer support discovered "can comm timeout" errors. The pt was provided with a replacement electrode belt.